Event description:
In 2008, the reporter contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra meter was displaying unspecified error message. The medical affairs specialist (mas) spoke with the reporter in the same month, to verify/obtain information. The patient has had the meter for 3 months but was only able to get the meter to work once. During the last 3 months, the patient attempted to use the meter 5-6 times but had no success. The patient was supposed to test 3-4 times per day and did not have any other backup meter. The reporter was unable to specify when the patient last attempted to test with the meter. He continued taking his daily 25 units of lantus in the morning during this time period. The patient also has fast acting insulin but the patient was not taking it during this time period. The reporter claimed that because the meter was not working, the patient did not know how much of the fast acting insulin to take, which was causing his blood glucose levels to go up. Approximately one week the patient woke up in the middle of the night feeling as if he had high blood glucose levels. He took an unspecified amount of fast acting insulin and within 1-2 hours, he "bottomed out." The patient did not attempt to use his meter while experiencing the symptoms since the meter was not working. The reporter brought the patient's blood glucose up with food/drink and the patient's symptoms were relieved. The patient has been advised to go to the doctor to have his blood glucose checked but he did not go because they reportedly do not have money for gas. The customer service representative (csr) noted that the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged the patient became hyperglycemic and later hypoglycemic ("bottomed out") after the reported issue began.

Manufacturer narrative:
Lifescan had requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.